Event description:
It was reported that a malfunction alarm occurred with the pump, specifically showing code malf 16. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.